Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the report of sepsis resulting in death could not be conclusively determined through this evaluation, the account communicated that the source of the sepsis was an ischemic bowel. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported ischemic bowel and patient outcome could not be conclusively established. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists sepsis, localized infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away related to sepsis due to an ischemic bowel. The patient's outcome was not device related and the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death.